Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all drawers in main, tower, and smart remote manager are not detected on bus. The field service engineer replaced the 6 drawer pyxibus cable, but unable to locate any drawers. The issue was resolved by replacing the communication sled at the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that they retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.